Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in argentina. It was reported that the patient faced an event on (B)(6) 2026, where infusion set tubing came apart at cannula site. The infusion set was used for less than a day.